Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The first distal strut row was noted to be lifted from its crimped position. The undamaged stent outer diameter was measured using the snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-oct-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous left anterior descending artery. After the lesion was crossed with a non-boston scientific guidewire and pre-dilated with a non-boston scientific balloon catheter, a 20 x 3.00 promus elite was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.